Manufacturer narrative:
(B)(4). Batch number: p58t0r. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not fire. It was reported that wedge-shaped resection of right lower lobe of lung, could not fire in the articulation position on the 1st and 2nd firing, changed to the straight way, could perform good firing. On the 3rd firing, even in the straight way, still could not fire. The surgeon also found the battery was with abnormal heated issue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.